Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. Visual inspection of the sample showed loose black foreign matter inside the need hub, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The loose black foreign matter was sent for ftir (fourier transform infrared spectroscopy) analysis to determine the foreign matter type. The foreign matter was observed to have a cluster of clear transparent materials and significant black particles on the surface. The clear transparent material matched reasonably well with a polypropylene compound and the black particles matched reasonably well with a mixture of silicone-based and polycarbonate compounds. The assembly process was reviewed, and the foreign matter may have come from the hub loading feeder track. There may been an accumulation of the polypropylene / polycarbonate dust on the side of the track due to inadequate cleaning and combined with the continuously sweeping motion of the hub sweeper brush resulting in the foreign matter to be transferred into the hub. The preventative maintenance was revised to add cleaning of the hub loading feeder track.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter in the hub. This was discovered before use. The following information was provided by the initial reporter: foreign material in the needle hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd precisionglide needle had foreign matter in the hub. This was discovered before use. The following information was provided by the initial reporter: foreign material in the needle hub.